Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false low magnesium (mg) results for one (1) patient that were generated by the unicel dxc 600 pro synchron clinical system, with use of synchron magnesium reagent. These results were reported out of the laboratory. Repeated testing of the sample generated a higher result. It is unknown if the reported false low mg result had effect on the patient. Customer will contact bci if reports of patient treatment are received.

Manufacturer narrative:
No specific sample information was provided. Qc data shows a shift to lower values about 10 days prior to event. Service was not dispatched for this event. The issue was resolved by replacing the reagent with a new lot and recalibrating.